Event description:
It was reported the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. The customer was able to successfully charge the pump with a secondary usb cable and power adapter.